Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a day surgery the controller has a short circuit and the motor drive unit overheated. After surgery was completed the nurse realized the patient had a first degree burn. The connection cable was peeled and seemed to be harder than usual at some points. It is unknown if a back up device was available. There was not a delay in the surgical procedure. The patient outcome is unknown.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and the footswitch port and the mdu port a were observed to be damaged. A visual inspection of the customer provided images revealed a 72200617 mdu with the serial number (B)(4), a 72200873 dyonics power ii control unit with the serial number (B)(4), and a tear in the cable insulation on the mdu's power cord. Complaint of an electrical short was confirmed. Product failed functional testing with a short circuit error. Cause of errors is a shorted electronic component on the main digital pcb. A burnt resistor r54 was observed on main pcb. Potential factors of the electrical damage to components on the main pcb include plugging in a wet or shorted out handpiece. Product passed functional testing after damaged ports were replaced and with a known good main pcb installed. The complaint investigation has concluded the cause of the failure to be defective electronic components on the main digital pcb. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. No clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. A visual inspection of the customer provided images revealed a 72200617 mdu with the serial number (B)(4), a 72200873 dyonics power ii control unit with the serial number (B)(4), and a tear in the cable insulation on the mdu's power cord. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. The dyonics power ii control system operations service manual warns to avoid patient burns, do not place the handpiece on the patient when the handpiece is not in use. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a day surgery the controller has a short circuit and the motor drive unit overheated. After surgery was completed the nurse realized the patient had a first degree burn. The connection cable was peeled and seemed to be harder than usual at some points. The procedure was successfully finished with the same device. There was not a delay in the surgical procedure. The patient outcome is unknown.